Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, pain, swelling, bleeding, inflammation. 2 implants placed, one in max. And one in mand. The mandibular one failed to integrate.